Event description:
It was reported that the battery of this device appeared to be depleting prematurely and a lead safety switch was triggered due to low out of range pace impedance measurements. The pacing thresholds appeared low. Engineering analysis noted that the device right ventricular lead impedance had calibration noise associated with atrial fibrillation, and an increase in power consumption high then expected. A possible hardware issue was discussed and device replacement was recommended. Additional information noted that a revision took place and this device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely and a lead safety switch was triggered due to low out of range pace impedance measurements. The pacing thresholds appeared low. Engineering analysis noted that the device right ventricular lead impedance had calibration noise associated with atrial fibrillation, and an increase in power consumption high then expected. A possible hardware issue was discussed and device replacement was recommended. Additional information noted that a revision took place and this device was explanted and will be returned. No adverse patient effects were reported.